Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, fold creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identified the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact and a missing shell that is assessed as inconclusive.

Event description:
Patient reported a right side rupture. Imaging report indicated that there was "axillar silicon lymphadenopathy." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture and "axillar silicone lymphadenopathy". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture. Imaging report indicated that there was "axillar silicon lymphadenopathy''. Device has been explanted.